Manufacturer narrative:
The device was not received for evaluation. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the anchor broke off the suture. The anchor has remained implanted in the patient. A new device was placed successfully.

Event description:
According to the available information, the anchor broke off the suture. The anchor has remained implanted in the patient. A new device was placed successfully.

Manufacturer narrative:
An altis sling was returned for evaluation. Examination of the sling revealed the static anchor and suture were detached and not returned. Microscopic examination of the mesh where the static anchor was attached revealed rough and irregular surfaces, indicating stress may have been exerted. The dynamic anchor and suture were still attached. Blood residue was noted on the mesh. The information received indicated the static anchor detached during the procedure. Quality confirmed the detached static anchor. As the static anchor and suture were not received, it was concluded that the detachment of the static anchor most likely occurred while placing the anchor through the obturator membrane. Detail was not provided as if there were any issues that may have occurred prior to the detachment. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.